Event description:
Baxter great britain reported a "line leak at on/off point" with the transfer set. This was noted during use with no patient injury or medical intervention required according to the complaint coordinator.